Manufacturer narrative:
No information was provided by the reporter regarding patient outcome/condition. Endoleaks are addressed in the provided IFU. Event is still under investigation at this time.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patients' anatomical form was suitable for the procedure and the procedure was conducted as labeled. After placement of grafts, endoleak was confirmed by the final angiography. The physician performed angiography again with a catheter inserted inside the stent graft and the leak appeared as a jet from between the third stent and the fourth stent. The leak was not solved by additional ballooning, so a body extension was additionally placed, but the leak still persisted. The patient's condition is unknown as not provided by reporter. On (B)(6) 2011, at a follow-up before discharge, the physician confirmed the leak was gone by CT.